Event description:
It was reported that the t:slim x2 pump battery would not charge, and there was a power source alert around the time the issue began. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a working outlet for at least 30 minutes to see if the pump would begin charging. The battery showed a 100% charge level and stayed there for several hours. Technical support advised the customer to upload data to tandem for review, and follow-up attempts were made, including an email, but the issue was marked for closure after due diligence.